Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 57 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The buttons responded properly and no moisture damage to the keypad traces or unlocked keypad connector was noted. The insulin pump had a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.